Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that the condensation was caused by user error and was recommended to test the switch, temperature sensor, and heater. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator had an exp temp error. The customer confirmed that there is no patient harm associated with this reported event.